Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the patient's parent, on (B)(6) 2025, the patient felt sick while the dexcom cgm displayed 5.6 mmol/l and the blood glucose meter displayed 30.0 mmol/l. The patient was taken to the hospital, there he was treated with IV fluids (not specified). At the time of the report, the patient was feeling better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information has been provided.